Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose was unknown. When the customer rewind and prime, he get no delivery. The customer stated that they was not able to fully troubleshoot for motor error due to customer getting no delivery during the fill tubing after rewinding. The insulin pump will be returned for analysis.